Event description:
Additional information notes atrial lead exhibited capture anomalies due to dislodgement and clavicular crush.

Manufacturer narrative:
Final analysis found that the leads outer and inner insulations were abraded at 3.25 cm from the connector pin due to subclavian crush.